Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant, the patient experienced syncope. It was also noted that the right ventricular (rv) his-bundle  lead dislodged and dropped from the his bundle. The rv his bundle lead was explanted and replaced. No further patient complications have been reported as a result of this event.